Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -8.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, elevated iop. On (B)(6) 2016, the lens was exchanged for shorter lens. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).